Manufacturer narrative:
(B)(4).

Event description:
It was reported that during the implant procedure, the physician noted blood coming from the inside of the inner lumen of the lead. The lead was no longer used and replaced. No patient symptoms were reported.